Event description:
Tested by caretaker with the freestyle meter and received abnormally low readings. The customer's caretaker administered insulin despite the reading obtained. The customer went into a seizure. The paramedics were called and administered instant glucose and a glucose gun.